Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information received by baxter on (B)(6) 2011: the peritoneal dialysis (pd) nurse reported that the patient was getting bacterial peritonitis. She alleged that the peritonitis was related to a "system error" alarm on the machine and that it had something to do with getting air in the line. The nurse reported that on (B)(6) 2011 pd effluent culture and cell count were taken and the patient was diagnosed with peritonitis. On an unknown date the patient was treated with tazicef. On an unknown date, after the culture results were received the patient was started on vancomycin 1gm, every 5 days for an unspecified amount of time. The nurse reported that a system error on the machine (which had something to do with getting air in the line) could have caused the peritonitis. On (B)(6) 2011, baxter contacted the pd nurse who reported the peritonitis was ongoing but had no further information available.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device, which occurred during cycle 3 of 6. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.